Manufacturer narrative:
Submit date: 1/17/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/21/2016 that a customer had an issue with an enteral feeding pump. Upon triage, service found that the unit is under delivering outside accuracy limit.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump ¿ under/ over delivered- outside accu¿. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.